Event description:
Pump sn (B)(4) will not fill tubing when cartridge is inserted. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.